Manufacturer narrative:
The reported event of no pacing was not confirmed. As received, a device was returned for analysis. Longevity analysis and device imaging did not identify any anomalies.

Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the pacemaker failed to provide low voltage output. The reported pacemaker was noted implanted and the procedure was completed with an alternative device. The patient was in stable condition.